Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient experienced pain in the area where the inflatable penile prosthesis (ipp) tube laid. A surgical procedure was performed to replace the system for a tactra. There were no further patient complications.